Manufacturer narrative:
Updated fields: h6 (type of investigation). Analysis of production: (3331/213). The device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213). The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213). The overall 12 month product complaint trend data for the period feb-2020 through jan-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse operated the unit for about an hour, and there was no alarms or messages. The fse removed the water condensation, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) prompted iab catheter restriction message. The unit was swapped with a cs300 iabp to continue treatment. No patient harm, serious injury or adverse event was reported.